Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; d9; g1; g3; g6; h1; h2; h3; h6 event was confirmed. Visual examination of the returned product identified the device was fractured, exhibited signs of use (gouges, impact marks) and confirming complaint is fractured, not all pieces returned. Device was submitted for further analysis. The analysis identified the fracture was consistent with the device fractures analyzed in a zrm document, which indicates overload failure or low cycle fatigue culminating in the overload failure. The device history record was reviewed and no discrepancies relevant to the reported event were found. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the impactor broke while impacting a trial femoral component, and another tray was opened to complete the case. There were no consequences or impact to the patient. There was no surgical delay or foreign bodies retained. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.